Manufacturer narrative:
Further details were requested from the hospital. A product history review and an explant investigation will be performed. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent surgical treatment for a right femoro-popliteal bypass with a gore® acuseal vascular graft. It was stated that a revision had to be performed about 7 weeks later, because of an occlusion of the bypass. During the operation it was detected that the inner layer of the graft appeared to be peeled off. Reportedly, the graft was explanted. Further information is requested and will be collected asap.

Manufacturer narrative:
Product history review: a review of the manufacturing- and heparin coating records indicated the lots met all pre-release specifications. Explant investigation: summary of findings; the graft fragments were returned to w. L. Gore & associates for investigation. Submitted unfixed were four gore® acuseal vascular graft fragments which had been transected prior to arrival at w. L. Gore and associates. All fragments had both ends transected and vgf-1-3 were also longitudinally cut along the length of the graft. The abluminal surfaces were intermittently covered in thin to thick deposits of light tan to dark tan firmly adhered tissue with varying degrees of deposition. The lumens were widely patent and generally devoid of tissue except scattered plaques of thin layered dark red loosely adhered tissue indicative of acute thrombus. Graft layers were visibly identified and remained firmly adhered through the majority of the fragments. Noted on vgf-3 along the longitudinal transection were intermittent foci of separation between the abluminal eptfe and silicone layers, extending 1-2mm in depth. At one pole the graft material was severely disrupted with the abluminal eptfe bluntly cut, the silicone layer extending out approximately 5 mm and the luminal eptfe had been removed from the extending silicone layer. The silicone had jagged edges and impressions of multiple evenly spaced serration marks. There was layer separation between the abluminal eptfe and the silicone layer extending approximately 9.5 mm into the fragment near the longitudinally cut surface. The layer separation did not extend fully circumferential. A pathological examination of the tissue was not performed due to the lack of fixation prior to arrival at w. L. Gore & associates. The graft fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all graft fragments were examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at wl gore and associates. The disruptions are consistent with a surgical procedure. Layer separation was only present in areas the graft had undergone manual manipulation (e.g., cutting, grasping) likely during a surgical procedure. There were no findings indicative of in vivo layer disruption. In the instruction for use for the gore® acuseal vascular graft the following is stated: possible complications with the use of any vascular prosthesis complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: mechanical disruption or tearing of the suture line, graft, and / or host vessel

Manufacturer narrative:
Product history review: a review of the manufacturing records indicated the lots met all pre-release specifications. Explant investigation: summary of findings the graft fragments were returned to w. L. Gore & associates for investigation. Submitted unfixed were four gore® acuseal vascular graft fragments which had been transected prior to arrival at w. L. Gore and associates. All fragments had both ends transected and vgf-1-3 were also longitudinally cut along the length of the graft. The abluminal surfaces were intermittently covered in thin to thick deposits of light tan to dark tan firmly adhered tissue with varying degrees of deposition. The lumens were widely patent and generally devoid of tissue except scattered plaques of thin layered dark red loosely adhered tissue indicative of acute thrombus. Graft layers were visibly identified and remained firmly adhered through the majority of the fragments. Noted on vgf-3 along the longitudinal transection were intermittent foci of separation between the abluminal eptfe and silicone layers, extending 1-2mm in depth. At one pole the graft material was severely disrupted with the abluminal eptfe bluntly cut, the silicone layer extending out approximately 5 mm and the luminal eptfe had been removed from the extending silicone layer. The silicone had jagged edges and impressions of multiple evenly spaced serration marks. There was layer separation between the abluminal eptfe and the silicone layer extending approximately 9.5 mm into the fragment near the longitudinally cut surface. The layer separation did not extend fully circumferential. A pathological examination of the tissue was not performed due to the lack of fixation prior to arrival at w. L. Gore & associates. The graft fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all graft fragments were examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at wl gore and associates. The disruptions are consistent with a surgical procedure. Layer separation was only present in areas the graft had undergone manual manipulation (e.g., cutting, grasping) likely during a surgical procedure. There were no findings indicative of in vivo layer disruption. Correction of statement: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. In the instruction for use for the following is stated: possible complications with the use of any vascular prosthesis complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: thrombosis; mechanical disruption.

Event description:
It was reported to gore that the patient underwent surgical treatment for a peripheral arterial occlusive disease stage IV in the right leg by implanting a femoro-popliteal bypass with a gore® acuseal vascular graft. It was stated that 7 weeks later, the bypass was occluded and a revision and/or reintervention had to be performed. During the thrombectomy with a fogarty catheter it was detected that the inner layer of the graft appeared to be peeled off. Reportedly, the graft was explanted and a ring-supported ptfe graft implanted at the femoro-popliteal artery on segment p3, which also occluded early and which was ultimately replaced by a deep vein. It was stated that the patient tolerated the procedure.